Event description:
The pt ((B)(6)) received an scs system which included two leads from the same lot. It was reported the pt lost stimulation. Diagnostic testing identified invalid impedances on all electrodes. The physician elected to proceed with surgical intervention. Intraoperative testing confirmed invalid impedances on all electrodes. Both leads were subsequently explanted and replaced which resolved the reported issue. Therapy was restored with 100% coverage of painful areas following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.